Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that an angel machine wouldn't calibrate the amount of blood going into the centrifuge and would not spin but most of the blood was in the abs-10062t angel® cprp system with aspiration kits disc and couldn't be saved. The case was completed using another angel machine and a new disc. Additional information was provided on 06/05/2024 via (B)(4) where the sales representative reported that an abs-10060 angel machine has continued to give them trouble and malfunction with multiple errors. The most recent error is air being detected in the tubing. In some instances, they have been able to take the same kit and move to an alternative centrifuge, and the air was no longer detected leaving them to believe the issue is isolated to this machine angel machine strictly that is acting up.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. One unpackaged abs-10060 serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), had multiple errors. The first error mentioned the amount of blood entering the disposable was not populating on the device¿s screen. This error could not be replicated. The next error stated that the system would not spin. This error could not be replicated. Lastly, air being detected in the tubing was called out. This error could not be replicated. The device reported outputs of 37ml platelet-poor plasma (ppp), 20ml rbc, and 5ml prp. The prp volume within the syringe was recorded as 4ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced had expected cellular concentrations. Visual evaluation noted no problem found.